Event description:
It was reported the customer has been experiencing high blood glucose levels. Reportedly, the customer has to change the infusion site for her blood glucose level to stabilize. Customer has also experienced low blood glucose levels when accidentally over correcting for her high blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.